Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician via medical manager and concerns a (B)(6) female patient who was injected with a total of 1.5 ml of radiesse into nasal dorsum and nasal tip, for nasal filling, on (B)(6) 2017. Radiesse was mixed with 0.4 ml of lidocaine with vasoconstrictor. Needle was used for the injection. The patient received no aesthetic treatments in the past. She was a smoker. The patient's medical history and concomitant medication were reported as none. On (B)(6) 2017, two days after radiesse injection, the patient developed pain, erythema, discoloration and vesicles in the nose area. Corrective treatment included warm compress, acetylsalicylic acid, prednisone 40 mg, pentoxifylline 500 mg, clindamycin and ciprofloxacin. Debridement of the regions with crusts and partial extrusion of the filler with a needle insertion were performed. On (B)(6) 2017, the patient was reviewed, with improvement of the general appearance, and presented only an area of deeper necrosis between the nasal tip and the left wing of the nose. It was suggested to perform a hyperbaric chamber therapy, but the patient chose not to do so. The outcome of the event was reported as resolving. Follow up information was received on 16-feb-2017: the patient's initials were provided. The physician reported that the patient presented improvement. At the time of the report, she presented only a small scar on the side of the nose. Corrective treatment included topical cream (unspecified). The systemic antibiotics were prescribed as treatment for the event. In the opinion of the reporter, the event was of severe intensity, not life-threatening and related to radiesse injection. According to the reporter, it was unknown whether the event would be permanent or not, but the outcome was still reported as resolving.